Event description:
Customer reported he issues with the insulin pump alarmed no delivery. Customer does not recall exact blood glucose but does recall it was around 400 mg/dl. Alarm occurred more then once. Customer stated he was working and declined troubleshooting. No further information reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.